Event description:
Affiliate reported that the patient had a suspected infection and as a result the device was revised. Patient is fine.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product code was found to be 82-3072 used in conjunction with 82-3100. In addition, the lot number was actually cmlc2l and not cmfc2r, which is the lot provided for the concomitant device. The concomitant device however was not returned for investigation. During the investigation it was noted that the sterilization records as well as the lot records were reviewed and the device conformed to the required specifications prior to distribution. It is not possible to determine the exact root cause for the problem reported by the customer. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.